Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the pediatric patient experienced seizures. The cgm reading was high (no value reported) and the patient was actually experiencing hypoglycemia. The patient´s mother treated him with biscuits, glucagon and 2 bottles lift drink. The reporter refused to go to the hospital. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information is required. At the time of the report the patient was doing fine.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional information. H6 health effect - impact code - additional.